Event description:
Further information was received indicating there were also several anti-tachycardia pacing episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) with several anti-tachycardia pacing and one high voltage (hv) shock were observed. The patient presented to the clinic and found an inappropriate shock was delivered due to atrial fibrillation. The device was reprogrammed to minimize further hv shocks and the patient is scheduled for an atrioventricular (av) node ablation in the future. The patient was stable.